Event description:
When surgeon inserted the flow port cannula into patient¿s hip, he noted on x-ray that tip of the cannula had broken off in patient¿s hip. After 45 minutes and using varying techniques, the tip was retrieved and removed from patient.